Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient posterior lumbar fusion (plf) for stenosis. It was reported that the screw was broken. There were no further complications or symptoms were reported. Additional information was received via manufacturer representative that first thread on tulip head chipped off and no broken fragment was left inside the patient. There was no revision surgery/ in- patient or prolongation of existing hospitalization/ additional surgery/ delay in overall procedure time. The implant and explant date of the screw is (B)(6) 2022.

Manufacturer narrative:
H3: product analysis: part#: 54840006540, lot#: h5706055. Visual and optical inspection confirmed half of the first thread on the head of the bone screw has broken off. Optical inspection did not reveal any pre existing damage that could contribute to the breaking of the thread. The crown of the screw has been pushed down from the seating of the rod. It appears the thread broke due the misalignment of the set screw during the engagement process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.